Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pump had a channel error 240.4150. The top pressure sensor was replaced and tested the device with no further issues. Per customer, no further information will be provided.

Event description:
It was reported that the pump had a channel error 240.4150. The top pressure sensor was replaced and tested the device with no further issues. Per customer, no further information will be provided.

Manufacturer narrative:
The reported issue of channel error 240.4150 could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. A review of the device history record showed the device had a manufacture date of 12/07/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.